Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-adapters, upn: (B)(4), model: sc-9218-15, serial: (B)(4), batch: 7070809/7070469.

Event description:
It was reported that the patient had an infection at the ipg site. Symptoms of dehiscing, mild redness and thick purulence was noted. It was unknown what caused the infection. The patient underwent an explant procedure wherein the ipg and m8 adapters were removed. The explanted devices will not be returned.